Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The right cylinder and the pump were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually and microscopically inspected, and leak tested. The cylinder had a hole at corner of a fold in the middle of the cylinder. Microscope examination revealed that the cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder had a leak at corner of a fold in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leakage test. The pump failed the activation test. Based on the information available and analysis results, the reason for mechanical issue and the hole/perforation was most likely determined to be the leak at the corner of a fold in the cylinder. In addition, the pump not passing the activation test during functional evaluation, could affect product performance.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The right cylinder and the pump were removed and replaced. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications reported.